Event description:
It was reported that a clearlink set had caused an upstream occlusion alarm on a non-baxter pump during priming. The set was kinking and causing the alarm. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore, a device analysis could not be performed.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents for lot number r13b05091 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of the evaluation or should additional relevant information become available, a supplemental report will be submitted.